Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the paramedics were called due to hypoglycemia and the patient having a seizure. The patient's blood glucose level was 0.9 mmol/l (16.2 mg/dl). The pod was worn between 4 and 24 hours and the abdomen. The patient was treated with dextrose and IV (intravenous fluid). The pod was removed after medical professionals advised.